Manufacturer narrative:
Concomitant medical products: 4092-58 lead, implanted: (B)(4) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a confirmed fracture of the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.